Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged at an unknown date. Recent x-ray observed that the lv lead had fallen into the right ventricle. The lead was surgically abandoned. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.